Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into pulse generator header. The electrical values were good and the lead was implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.